Event description:
It was reported that 2 bd luer-lok¿ syringe leaked. The following information was provided by the initial reporter: two instances of anaethetists reporting leaking from this syringe when infusing in syringe driver.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. As no photo or sample were received, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.